Event description:
During the evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume. The alarm occurred on (B)(6) 2013 at 22:55:45. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.